Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The host module was replaced. The system was then tested and met all product specifications. The host module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The operating room supv reported the system freezes. A system was borrowed from the sister facility and surgery was delayed an hour. The pt was prepped and eye drops were given. The surgeon was able to complete the cases as planned. No pt injury was reported.